Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was a questionable anti-hav igm elecsys result from the cobas e411 rack analyzer. The initial result was 1.83 (positive). The repeat result was 0.24 (negative). The questionable result was not reported outside of the laboratory and the repeat result was believed to be correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined as no sample material was available for further investigation.the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.